Event description:
It was reported that, during a laparoscopic sigmoidectomy, the sound of the knife moving through was different and slower than usual at the 1st firing. The staples form was as intended without any problems. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/2/2025 d4: batch # c9e32h. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. When attempted to download the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to download the event log. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. Device history review a manufacturing record evaluation was performed for the finished device batch number c9e32h, and no non-conformances were identified.